Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Patient reported left side "granulomas". Device remains implanted.